Event description:
The customer reported that the insulin pump was alarming no delivery during basal. Troubleshooting was performed. The customer stated that the insulin volume in the device was correct. Assisted the customer to run a fixed prime test and the insulin did exit. The customer mentioned that the cannula was bent. Reminded the customer to change the infusion set every two to three days. During the call, the customer stated that she was at the emergency room due to high blood glucose as result of no deliveries. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.